Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) displayed a warning message following exposure to external defibrillation; the warning indicated that a short had been detected. A maximum-energy shock was then induced through the affected device and the warning presented again. The device was successfully replaced without further incident and no adverse patient effects have been reported. Interrogation of the explanted device revealed that it had delivered eight shocks; however, the delivered therapy did not successfully terminate the patient's arrhythmia.